Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl, bupivacaine and compounded baclofen at concentrations of 1590 mcg/ml, 10.0 mg/ml, 2000 mcg/ml and doses of 290.0 mcg/day, 1.824 mg/ml, 364.8 mcg/day via an implanted pump. The indication for use was intractable spasticity. It was reported the patient complained of decreased analgesia on (B)(6) 2016. The patient was examined on (B)(6) 2016 and there was increased fluid in the pump pocket. A catheter access port (cap) contrast study was performed on (B)(6) 2016 and the catheter was unable to be aspirated. The device diagnosis was noted as pump unable to enter/withdraw from catheter access port. A catheter revision was ordered secondary to the non-aspiratable catheter. Surgical observation was performed on (B)(6) 2016 and the catheter was revised. During the revision the surgeon discovered the catheter connecting to the pump was broken and as a result fluid was building up in the pocket causing pain at the pump pocket and discomfort. It was indicated the event was related to the device or therapy. The catheter was spliced with a new catheter and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.